Manufacturer narrative:
No further info was provided. A supplemental report will be reported once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was using the mobile power unit (mpu) during sleep, an alarm indicating disconnection of both power cables sounded. The situation was monitored, and the site reported that only the power cables were replaced while the mpu main unit continued to be used. There was no patient consequence, and no health hazard occurred to the patient. The mpu had a v-lock connector on the ac power cord, and the ac power cord did not come loose at the wall outlet or from the back of the unit. There was no loss of power to the home. On 22apr2026, the site reported that the mpu was exchanged, and the situation was still being monitored.